Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding instability involving a right shapematch cutting guide was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: similar events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold (B)(4) and voluntary recall ra 2012-171. Conclusions voluntary hold (B)(4) and voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported instability is considered to be under the scope of this recall.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement using a stryker triathlon knee and that during the procedure the surgeon used the shapematch cutting guide. It is further alleged "subsequent to the surgery, the patient experienced severe instability, failure of their prosthesis and revision surgery." It is further alleged that the "cutting guides did not meet the surgeon's pre-operative planning parameters entered via the web application."

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement using a stryker triathlon knee and that during the procedure the surgeon used the shapematch cutting guide. It is further alleged "subsequent to the surgery, the patient experienced severe instability, failure of their prosthesis and revision surgery." It is further alleged that the "cutting guides did not meet the surgeon's pre-operative planning parameters entered via the web application."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.